Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that after 5 1/2 minutes of the sensor being appropriately placed, the saturation acquired was 84% to 86%. However, the pulse rate displayed approximately half of the physical assessment. This occurred at (B)(6) c-section operating room #1 in two of four sections attended. The other two sections took approximately 3 minutes to acquire the pulse rate that matched the pulse rate that matched the physical assessment. No known impact or consequence to patient.